Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). Covidien was not authorized to service the ventilator.

Event description:
Report received that, during patient use, the ventilator went inoperable. No harm to the patient as a result of the event.